Event description:
The patient experienced a shocking/jolting sensation "around the unit" that started yesterday. He noted that the device would "elevate and lower" by itself. He was having more pain around his legs in general with a burn-like sensation in the right leg and just an increase in pain in the left leg. It was noted that the patient had a fall a couple of days ago. He was re-directed to his physician. Further information was requested.

Manufacturer narrative:
(B) (4).